Manufacturer narrative:
Concomitant medical device: 5554-45 lead implanted: (B)(6) 2010. Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, that the impedance trend on the rv (right ventricular) pacing lead was rising, and that pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that there were high thresholds on the rv (right ventricular) lead, along with high impedance and possible lead fracture on the rv and atrial leads. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.